Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2024-02494. It was reported that patient experienced an infection at unknown location. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients' system was explanted to address the issue.